Event description:
During follow-up, the device was interrogated and an error message appeared. The device was programmed to nominal settings and then reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During follow-up, the device was interrogated and an error message appeared. The device was programmed to nominal settings and then reprogrammed to resolve the event. The patient was in stable condition.